Event description:
Combat application tourniquets c-a-t: counterfeit product. I have a real c.a.t, so when I received this one in the mail from (B)(4) it was very evident that is was a counterfeit, it was very poorly made and would break with little effort when used. The vendor on (B)(4) that is selling tough amazon is currently called "(B)(4)". If you search (B)(4) it is evident there are other vendors selling counterfeit c.a.t tourniquets. They do not come in all black for one; the red tab is an important design feature. (B)(4)'s product page is listed here: (B)(4).